Manufacturer narrative:
A boston scientific technical services consultant informed the caller that this device does emit tones for faults and also due to magnet exposure. The consultant recommended device interrogation to determine the cause of the fault. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was emitting tones and the caller was inquiring if tones could be due to a device alert. No adverse patient effects were reported.